Event description:
.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned in segments, analyzed and the outer insulation was breached and had a depression. It was noted that the defibrillation conductor was distorted, there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that there was noise seen on the lead during isometric exercises in clinic check. The lead was explanted and replaced. No patient complications were reported as a result of this event.